Event description:
It was reported that a non-mdt stent was successfully implanted in the cx. However, during an attempt to treat the stenosed lad using a 2.5x30mm resolute integrity drug eluting stent, the physician experienced difficulty passing the device through the left main and noted the stent dislodged. Physician then proceeded to remove all the system and also noted that the dislodged stent remained in the patient after withdrawing the system. The strut of the stent was in the trunk with the remaining stent platform in the aorta without further complication. Evaluation summary: the distal tip was flared and damaged. The stent was not returned with the delivery system. Crimp impressions were visible along the working length of the balloon. The balloon folds were opened. The guidewire entry port was damaged.

Manufacturer narrative:
Results, conclusion: stent dislodged, root cause undetermined, guidewire entry port damaged. (B)(4).